Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was reported that the right atrial (ra) intravascular lead had high thresholds and poor sensing. The lead was extracted. It was further reported that the ra epicardial lead also had high thresholds and poor sensing. The epicardial lead was extracted and a new lead was implanted in the atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-60, lead, implanted: (B)(6) 2011; d314trg, ICD, implanted: (B)(6) 2012; 6935-58, lead, implanted: (B)(6) 2009; 5076-45, lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.